Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 45 stapler experienced non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler was analyzed and found to have imprecise motion. The instrument was placed on an in-house system with an in-house drape and seal. The instrument passed recognition and engagement tests. The roll motion was delayed from the master tool manipulator (mtm) input command. Additional observations not reported by the site that are not related to the customer-reported complaint: the instrument was found to have failed the engagement test based on the log review. The engagement test has performed a total of three times and passed. While on the in-house system, the jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. The instrument was also found to have a binding of the roll bushing. Friction was observed when manually rotating the main tube. No signs of corrosion were found on the roll bearing. The complaint regarding the non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional hardstop verification checks are performed as part of the engagement verification. The probable root cause of roll hardstop engagement failures on the sureform stapler instrument is attributed to roll axis friction. A review of the advanced technical log review for the sureform 45 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis. Logs show pn 480445-04, ln t90220526-0030, was installed on the system 9x and fired 2 blue reloads. On 5 of the installation attempts, the instrument failed to engage with the system. There were 5 engagement errors in the msc logs (error codes 22020), with the parameters of the errors indicating the roll hardstop check failed in each instance. Intermittently, there were 4 successful installs of this instrument. On the first two successful installs (blue reloads), clamping was successful, and the firings were completed with no pauses for compression. On the 3rd install, there was no clamping or firing attempted. On the 4th install, the user was prompted to select the reload color via the gui on the ssc touchpad, due to not firing the reload on the previous install. No clamping or firing was attempted on this install either. The instrument was then removed and not used again in the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 45 stapler instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the sureform 45 stapler experienced non-intuitive motion. A backup stapler was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a right hemicolectomy. The issue occurred while the surgeon was attempting to manipulate the instrument from the surgeon side console (ssc). The instrument moved in the opposite direction the surgeon was intending to move the instrument. There was no shakiness. There was no instrument-to-instrument or arm-to-arm interference. There were no external collisions. The issue was persistent. The isi clinical sales representative (csr) attempted troubleshooting for stapler engagement issues, but the issue persisted. Two staplers had this issue occur during the procedure. The issue was resolved with a third backup stapler. There was no harm or injury to the patient. The patient demographic information was provided.